Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A customer reported gantry moved without input of joystick. No patient harm was reported. Procedure was completed after laser was rebooted.

Manufacturer narrative:
A company service representative examined the system and was able to confirm and replicate the reported event. As a correction, the company service representative relieved the strain in the x and y gantry motor cables. The system was then tested and met all product specifications. The root cause of the reported event can be attributed to the x and y gantry cables being bound too tight, resulting in the connectors pulling out. The manufacturer internal reference number is: (B)(4).